Event description:
It was reported that a pall "ultipor" 100 breathing system filter was observed with water on both sides, patient and ventilator side after it had been in place for approximately 10 minutes during ventilation. It was noted that blockage occurred obstructing exhalation of the patient. Subsequently the implicated device was removed and a new filter installed on the circuit without incident. No clinical sequelae were reported.

Manufacturer narrative:
One bb100af breathing filter was returned from (B)(6) following a report of excess moisture on both sides of the filter. Severe obstruction of patient exhalation was noted which required installation of a new filter. The firm's external examination of the bb100af filter showed it to be in accordance with the current manufactured product. No fluids or secretions were observed in the patient or machine side of the filter. Air flow resistance was measured on the returned bb100af filter and an unused bb100af control before and after standard hydrophobicity testing . Resistance to airflow was similar on the returned used filter compared to the control before and after. Before standard hydrophobicity at 50 l/min airflow, the airflow resistance was 1.6 cm h20 in the test filter compared to 1.8 cm h20 in the control filter. After standard hydrophobicity testing at a flow rate of 50 l/min airflow, the airflow resistance was 2.7 cmh20 in the test filter compared to 2.4 cmh20 in the control filter. The returned bb100af filter passed the standard hydrophobicity test after 60 seconds the same as the unused bb100af control. The firm's evaluation was unable to confirm the customer's observation of filter obstruction. The origin and cause of the water in the filter reported by the user is indeterminate. The device's labeling includes the following "precautions": "ventilator alarms should be in use at all times" it was not clear from the information provided as to whether the ventilator alarms were properly set , and active, and promptly responded to.. "Rarely an increased airflow resistance occurs with liquid drug nebulization which mandates vigilance" we did review the manufacturing history for the implicated lot number. It revealed that this lot was manufactured according to approved procedures and met all specification for release, with no noted manufacturing deviations that would have contributed to the reported deviation. No similar reports have been received for this device model in the past 5 years. Summary: the cause of the user's observation is indeterminate. The event was not reproducible in the firm's laboratories. The returned device met performance requirements. The general type of event the user reported is addressed in the device labeling. Unless substantially significant information becomes available, this constitutes a final report.